Manufacturer narrative:
The customer¿s report of a max-zero extension set leak was not confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. Functional and pressure testing were performed and no leaks were observed. The root cause was not identified.

Event description:
The customer reported that an extension set that was connected to a patient's peripheral IV hub had multiple holes in the tubing near the max-zero needleless valve of the extension set. The nurse discovered the holes after connecting a syringe to the needleless valve and aspirating in an attempt to draw labs from the extension set. Air leaked into the extension set upon aspiration. The nurse replaced the extension set, and reported no delay in care and/or patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Manufacturer narrative:
The products have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.